Manufacturer narrative:
A visual evaluation of the returned sample was performed. The as received condition of the returned sample contained no rips, tears, or holes in the mesh from manipulation as reported. The positioning pocket is in good condition. This device feature slits, ¿v¿ cuts, and positioning holes and all were noted to be intact with no "expanding" of these features visible. The evaluation of the sample found the mesh received to be in good condition with no anomalies found; as such this complaint is unconfirmed. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in february, 2019.

Event description:
It was reported that on (B)(6) 2019 a bard kugel mesh was being used during a procedure. As reported "a small hole of the mesh expanded during manipulation." And "the hole became larger after inserting the mesh by user¿s finger, the user used an instrument like spatula to further insert the mesh. The hole was identified during attempted placement. No trocars were used." The device was not used on the patient and there was no patient injury.